Event description:
Customer reported after cleaning the restraints with a sani-wipe and dried completely they noticed the locking mechanism would not close with force. There is no physical damage to the buckles reported. Customer is unsure if the laundering instructions are being followed. The reported issue was discovered during setup. There was no pt involvement reported.

Manufacturer narrative:
Results: the reported issue was confirmed. Eval revealed that the buckles on the connecting straps close, but with difficulty whether the strap is fed through or not. The buckle on the connecting straps locks securely once shut. One of the wrist buckles closed with difficulty w/o the strap fed through. However, both wrist buckles would not close with the strap fed through. There was no physical damage observed. Note: instructions for use states: fasten all buckles to minimize damage during wash and dry cycles. During the washing, process, metal buckles could bend and quick release buckles could crack or break. Do not put buckles through extractors. Always ensure that all buckles are in good working order and are not cracked or broken before each use. (B)(4).